Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change procedure. Prior to the procedure, the right ventricular lead exhibited high and out-of-range pacing impedance upon interrogation. The impedance had been elevated for the past four years. The lead was capped and replaced during the procedure on (B)(6) 2018 without complication. The patient was stable.